Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: the original complaint could not be confirmed or duplicated. The pump successfully completed a rewind, load, and prime sequence. There were no variations or changes noted in the rate of prime. The pump was exercised for 24 hours at 1 unit/hour. The returned battery cap was used for the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged there was a prime issue. It was reported that the pump was not priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.